Event description:
It was reported that this Spinal Cord Stimulation (SCS) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Block B3: Exact date unknown, approximate based on the date the manufacturer became aware of the event.Additional suspect medical device components involved in the event: Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 5131973 Model/Catalog Description: LINEAR ST LEAD KIT 50 CM. Unique Identifier (b)(4).